Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap was damaged and insulin was not getting pushed out anymore. Customer reported that drive support cap was loose. Customer's blood glucose was not reported, but customer reported that blood glucose was high. Customer declined troubleshooting. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.